Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
At this time, it has been indicated to olympus that the device will not be returned for testing and evaluation. Should additional information become available, or the evaluation is completed, a follow-up report will be submitted.

Event description:
The customer reported to olympus the 4k uhd lcd monitor when high frequency output was performed, the screen was blacked out and did not recover. Additionally, it was reported that the coagulation output was taking longer than usual (approximately a few seconds.) The reported issue occurred during a therapeutic endoscopic submucosal dissection (esd) procedure. The procedure was subsequently completed using the connected sub-monitor. There was no patient/user harm or injury reported due to the event.